Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was noted on the left ventricular (lv) lead. It was also reported that atrial undersensing that could affect mode switch operation and detection/termination of atrial tachycardia (at) / atrial fibrillation (af) episodes was noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.